Event description:
Healthcare professional reported ¿distinct folds with a limited quantity (e.g. In sequence 801, image 37) enlarged parasternal lymph nodes (more pronounced on the right than on the left); see the right side (e.g. Sequence 701, images 24 and 27). Lymphadenopathy: axillary nodes on both sides, parasternal nodes on both sides¿, this record relates to the left side. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Cont. H.6. Health effect a2 year of birth- 1976; f15 recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Photo analysis visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: it is not possible to determine with the photo provided. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: axillary nodes on both sides, parasternal nodes on both sides.